Event description:
Additional information was received from a manufacture representative (rep) on (B)(6) 2017. The rep stated that it is not known if the patient would be getting a replacement because their insurance changed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. An overdischarge was alleged. The last successful recharge was prior to (B)(6) 2016. The rep met with the patient about two weeks ago to perform 2-3 physician mode resets (pmr) and the patient did 4-5 times at home, but it still did not get a response from the battery. It was reviewed with the rep that due to the approximately nine months of not charging, doing 1 pmr on (B)(6) 2017 would not bring the ins from overdischarge. It was reviewed with the rep that they would need to do at least 3 or more. The rep stated that they would do 1 pmr with the patient and instructed the patient what to do at home. There was no communication established between the patient programmer, implantable neurostimulator recharger (insr), or physician programmer with the ins and the patient did not feel stimulation at the time of the report. The rep did two antenna locates which both relayed a result of 60/52-56. No further complications were reported/are anticipated. Additional information was received from a manufacture representative (rep) on (B)(6) 2017. The rep stated they attempted to bring the ins out of discharge with 2 meetings at the patient¿s physician¿s office but both attempts were unsuccessful. The patient tried numerous times at their home as well. The rep explained to the patient that a replacement would be required. The patient would contact their insurance and get back to the rep. The patient has not gotten back to the rep yet. No further complications were reported/are anticipated.